Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and reported failure was confirmed. The instrument was found to have grip/pitch input disk broken. Input disk 6 was found completely detached from the base of the housing. This causes jaws not to close all the way.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical inc. (Isi) device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). Isi has made several attempts to obtain the RMA with no success.

Event description:
It was reported that during a da-vinci assisted procedure, the jaws of the large needle driver would not close all the way and as a result the needle it was grasping was dropping. The procedure was completed with no report of patient injury.